Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was identified as a loose power cord during the customer call and advised to communicate the issue to the nursing staff and to handle the unit with additional care. Technical support explained that all devices are designed to withstand only a certain amount of force and that the power cord and retainer are designed within those limits. The customer was assured that the concern would be reported to the product complaints team for further review. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported loose power cord. There was no patient involvement.